Manufacturer narrative:
The factory has not yet received the device for evalution and this complaint is still under investigation.

Event description:
A philips demo bench technician reported that the unit's screen was blank when powered up. There was no patient involvement.